Manufacturer narrative:
Report source: study: boston scientific corporation endoscopy post market surveillance data collection. Imdrf device code a010402 captures the reportable event of migration. Imdrf device code a0106 captures the reportable event of obstruction within device imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific that one advanix biliary stent and one non-boston scientific (manufacturer unknown) stent were successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure for biliary drainage performed on (B)(6) 2021. One month later, on (B)(6) 2021, the patient was presented to the hospital with cholangitis. The patient was admitted, and the cholangitis was treated with IV levofloxacin and flagyl. On (B)(6) 2021, the patient underwent an ercp. During the ercp, the stents placed on (B)(6) 2021, were partially occluded and one was migrated distally. The stents were originally placed in the biliary tree were emerging from the major papilla. Both the advanix biliary stent and non-boston scientific (manufacturer unknown) stent were removed with forceps and two new advanix biliary stents were placed, one in the right anterior hepatic duct and one in the right posterior hepatic duct. On (B)(6) 2021, the patient was discharged home. On (B)(6) 2021, the patient returned with symptoms similar to the hospitalization on (B)(6) 2021. The CT scan showed stents in place with possible mildly distally migrated stent. Other than overnight stay in the hospital and CT scan, no other treatment was reported. On (B)(6) 2021, the patient was discharged.